Event description:
The physician reports that his patient underwent cataract surgery with implantation of the crystalens in the right eye. In 2007, the patient complained of eye pain, decreased vision, redness, and discharge. The physician suspected endophthalmitis. A vitreous aspiration needle tap was performed and the patient received an intraocular injection of antibiotics and steroids. Three days later, the patient presented with severe uveitis and a second kenalog injection was performed. The patient was seen two days later and was improving. The results of the culture and sensitivity revealed no causative organism. The etiology is unknown and the root cause investigation is underway. The physician reported that during the same timeframe, there were other similar complaints for crystalens patients and two other similar complaints for patients who had a different lens model/manufacturer implanted.

Manufacturer narrative:
H3: the lens remains implanted in the patient and is therefore not available for evaluation. Sample lenses from the same manufacturing lot were pulled and sent to a third party and subjected to scanning electron microscopy (sem) and energy dispersive x-ray spectroscopy (eds) testing. The tests revealed no evidence of systemic contamination during processing. The device history records were reviewed and there were no discrepancies or unusual findings. Both the manufacturing and sterilization lot records were searched, and there have been no reports of similar complaints.